Event description:
During insertion of a volt catheter through an 13f agilis sheath, an unusually large volume of air bubbles was observed while aspirating the sheath. The volt catheter was removed, and insertion was reattempted with same result. The agilis sheath was exchanged, and the volt catheter was inserted without issue. The procedure was completed with no adverse effect to the patient.

Manufacturer narrative:
One 13f agilis steerable introducer sheath was received for evaluation. Functional testing confirmed a leak in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. Tearing was noted in the distal face of the seal. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the torn seal and subsequent leak remains unknown. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.